Manufacturer narrative:
Updated.

Manufacturer narrative:
Serial number unknown.

Event description:
It was reported that during use, the wall oxygen (o2) pressure was low. The event occurred during clinical use. There was no report of patient injury or harm as a result of the event.